Event description:
It was reported the machine is intermediately not switching on. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the software, which was reloaded and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.